Manufacturer narrative:
Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
It was reported that there were coupling and/or communication issues. The patient's last successful recharging session was 6 to 12 months prior to the report and that was the last time any stimulation was felt. The reporter also indicated that the patient experienced a shocking or jolting sensation when she was last using her implantable neurostimulator (ins), around 6 months prior to the report. It was noted that the patient was unsure if she had stimulation turned up too high or if it happened when she moved a certain way. The patient had not used her ins or charged it since then. Additional information received approximately 2 weeks later indicated that the patient was still having concerns regarding her device or therapy but was working with her doctor or medtronic representative. An appointment date of (B)(6) 2013 was noted. Nine days later, it was further reported that there was no event as the patient allowed her ins to discharge. The patient was educated on "wake up procedure" to re-activate her ins. The reporter indicated that once that was done, the patient would be reprogrammed.